Manufacturer narrative:
Device was used for treatment, not diagnosis. Device is an instrument and is not implanted/explanted. Additional manufacture release date 10/8/2013. Orchid unique manufactured the matrixmandible 1.5mm drill bit. A review of the device history records was performed and revealed that this article was manufactured according to the specifications. No nonconformance reports were generated for this lot. The investigation could not be completed; no conclusion could be drawn, as the product is entering the complaint system. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
Device report from synthes (B)(4) reports an event in (B)(6) as follows: it was reported a transbuccal 1.5mm drill bit snapped off in mandible during drilling, all of the drill bit was removed during procedure with a report of a 5 minutes delay of surgery another instrument was used to complete the surgery. No further issues were reported. This is report 1 of 1 for (B)(4).

Manufacturer narrative:
A manufacturing investigation was conducted. The report indicates that the orchid unique manufactured the matrixmandible 1.5mm drill bit, p/n 03.503.476, and lot number u172459 on po #1570905 dated 9/9/2013. Due to an unknown cause, snapped off in mandible during drilling. All drill bits removed during procedure, but are not included with the complaint. Initially, the part was inspected and conformed to the synthes final inspection sheet # 03if503476, revision ¿h¿. Based on the evaluation and the unknown cause, this complaint is not manufacturing-related. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.